Event description:
Rptr under went a thermage thermacool treatment. Rf studies have found that exposure can cause eye damage. Since the procedure rptr has noticed eye floaters, "pinguecula", and dry eyes. According to osf "dry eye causes eyes to become irritated and uncomfortable. Some people experience blurred, changed or decreased vision. In very rare cases, dry eye could even cause blindness without proper treatment". Rptr has contacted the FDA to see what the rf safety exposure is with regards to thermacool, however the reply back was that the FDA did not have any info and pointed them to underwritters lab. Per underwriters lab the only testing done was around classified electric shock and fire. Rptr has also contacted thermage and they have refused to disclose the amount of rf exposure. Rptr also has skin irregularities, and scarring and what looks to be the beginnings of fat atrophy.